Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic vertical tubular gastrectomy procedure, the device did not seal the tissue, although an endtone, indicating a completed seal cycle, was reportedly heard. There was no injury to the patient, and another ls1037 device was opened and used for the procedure.